Event description:
It was reported that patient underwent total hip arthroplasty receiving competitor components on an unknown date. A revision procedure was performed approximately two years ago to replace the competitor acetabular components with a biomet cup and active articulation liner. Subsequently, an open reduction procedure was performed on (B)(6) 2014 due to dislocation. There were no components removed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown; date implanted - unknown; PMA/510(k) number/ manufacture date ¿ unknown.